Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause in this case is attributed to the axes controller, motor printed circuit assembly in the usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted mitral and tricuspid valve surgical procedure, the patient side cart had issue with arm 3 and performed several hard resets with no change. Logs confirm 32100 error pointing to usm site is going to change out psc. The procedure was completing as planned with no reported injury. Intuitive followed up with the customer and the following additional information was obtained: there were no ports placed prior to the issue being identified. The system functionality was checked upon powering on the system. The technical support was contacted for troubleshooting and full troubleshooting was completed. To resolve the reported issue the system was rebooted and the arm was being moved to a different position. The procedure was completed with a different xi robot. There were no injury to the patient. The surgeon did not disable or discontinue use of arm due to issue. Procedure was completed with an alternate robot, with all 4 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 32100 error was confirmed but not replicated. In logs, the 32100 was found indicating the high alarm error was pointing to the acm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The unit was then installed onto a pftp where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that the acm pca was found to be the potential root cause of the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the usm.